Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a "pump jam" occurred. Pump was set at 4:1, in the cardioplegia position. Possibly dual tubing. Perfusionist (ccp) was able to finish case with no issues. Hadn cranking was involved intermittently. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: the ccp did not set-up or prime the cpb circuit (including cardioplegia circuit), but did operate the system during cpb. Though reported as occured on (B)(6) 2014, according to the ccp, the procedure occurred on (B)(6) 2014. A 4:1 cardioplegia kit was used for the procedure and the first dose (induction dose) was without any issue and no pump jam occurred. The pump did jam on each subsequent cardioplegia dose and there were three subsequent doses. As the pump jammed, the 1st time, the ccp reduced the occlusion of the pump and blood started to run up into the drug bag and this indicated the occlusion was too loose. The ccp re-tightened the occlusion until the blood stopped leaking up into the drug bag. The ccp adjusted the tubing in the pump, also. The ccp intermittently used the hadn crank to move the pump around the race and then was able to stop hand crank to move the pump around the race and then was able to stop hand cranking and use the pump to delivery cardioplegia. During the 2nd and 3rd maintenance doses, again the pump would intermittently jam and the ccp alternated between hand cranking and using the pump to deliver the doses. The ccp questioned/provided a couple of possible failure modes and these included the potential the 4:1 tubing was crossed in the pump and/or the tubing clamp was not secure and tubing was being "pulled into" the pump race. The required doses were able to be delivered, as prescribed by the cardiovascular (cv) surgeon. The procedure was completed, as scheduled and there was no associated blood loss. There was no indication of myocardial injury and the patient was weaned from cpb without issue. Due to the jams and interventions (hand cranking and tubing adjustment), a delay of case is estimated to be sixty seconds (one minute). There was no harm observed or reported. The hand cranking would be considered as intervention. After the procedure, the pump was moved from a cardioplegia function and was switched to a venting function.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained by the manufacturer and will keep an eye on units for further issues. He will be sending in data logs for review. Per the log analysis, the complaint was confirmed although the log indicates the issue occurred on (B)(6) 2014.